Event description:
It was reported that (1) mcl20 device was used during a colon resection procedure. It was reported by the rep that the clip from mcl20 did not secure to tissue that were falling off. This has occurred several times with this particular product (mcl20) and this particular user (surgeon). It is unknown how the case was completed and there was no consequence to the pt.